Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer called after receiving a low blood sugar reading. During the call, it was determined that the consumer was experiencing a hypoglycemic event. Nova's customer care representative was instrumental in obtaining emergency medical help for this consumer. There was a no information given to support that the consumer's blood glucose meter and test strips were not performing as intended. This is being reported to the FDA as an adverse event under medwatch regulations.